Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular compression, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a female patient. She was injected with 0.1 ml of radiesse® into the tip/bridge of the nose, on (B)(6) 2019. The patient was treated with radiesse® two weeks prior, for nose filling, and the procedure went great. On (B)(6) 2019, during the treatment with radiesse®, the patient experienced vascular compression. As reported, the product was expelled too forcefully and wound up on the side of the bridge. An immediate action was taken with vigorous massaging and injection of hyaluronidase into the area, though the patient did not want to do a large volume. For the next hour heat packs and continued massage was done. The patient went home with a medrol pack (methylprednisolone) and acetylsalicylic acid. On (B)(6) 2019, five days after the treatment, the patient had two small spots of skin ulceration outside the treatment area and was going to see a plastic surgeon. She had good circulation and perfusion within the nose. Due to the provided information, the outcome of the event was considered as not resolved.